Event description:
Pt had surgery on (B)(6) 2012 for inguinal hernia repair, where she was implanted with mesh. Immediately after surgery, she experienced horrific pain. Pt states "it felt like I had been shot". Pt had to travel to (B)(6) to seek a physician. No one else would take her. Pt had revision surgery on (B)(6) 2012, surgeon found plastic piece from mesh migrated under her hip bone was poking her bladder. Surgeon also states that pt had a lot of scar tissue, and tissue erosion around her groin. Pt still has some of the mesh in her that could not be removed.